Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015 and discovered that the bsv knob was loose. The fse replaced the bsv and the washer between the bsv and the bsv shaft resolving the leak reported. (B)(4).

Event description:
The customer reported approximately 200 ml of fluid had leaked from the blood sampling valve (bsv) of a coulter lh 780 hematology analyzer; the leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.